Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device has been returned for evaluation; however, the analysis has not yet begun. A supplemental report will be submitted with findings once completed.

Event description:
Edwards received information that this 23mm pericardial aortic valve, implanted 25 years, was explanted due to aortic regurgitation secondary to a shrunken or shortened leaflet corresponds to left coronary cusp. This valve was originally implanted for aortic valve replacement to correct level IV aortic regurgitation when the patient was (B)(6) years old. The device was explanted and replaced with a 23mm edwards inspiris valve with no adverse patient effects reported as a result of the valve replacement. Patient's status was reported as "recovered" at a general ward of the hospital.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: the valve was received with leaflet 2 missing; leaflet was not returned with valve. X-ray demonstrated wireform intact and heavy calcification on leaflet 1 and 3 and what remained of leaflet 2. Leaflet 3 appeared shrunken from calcification and host tissue overgrowth. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspects. Leaflet 1 had a hole approximately 7mm long at the cusp region. Leaflet 3 had a 3mm tear near commissure 3, a 9mm tear in the cusp area, and a 6mm tear near commissure 1. Calcification was evident at the tears. Leaflets were also observed to be thickened and swollen. The sewing ring was cut around leaflet 3 and exposed the wireform around leaflet 3 on the inflow aspect of the valve. Sutures remained in the sewing ring around the valve. Customer report of aortic regurgitation was confirmed through observed leaflet tears. The report of shrunken and shortened leaflets was confirmed through visual observations. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Supplemental report submitted to update. Serial #. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.